Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient's bood glucose (bg) went low. The patient's niece gave the patient juice and called 911. The patient was picked up by the ambulance by the emergency medical technicians (emt). The emt's administered the patient with glucagon and transported the patient to the hospital emergency room (ER). The patient was aslo administered glucagon at the hospital and was released after 2 hours of being in the ER. The patient was on several other medications; however, the patient did not provide a list of their medications. At the time of event, the patient was at home and doing fine. There was no allegation against the device. The patient stated that their receiver would not charge and not turn on. Due to the condition of the device, the patient was not able to use the device at the time of event. No additional event or patient information is available.